Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing heart spasm since implant. The patient further reported that when they were sleeping on their left side, they can feel their heart racing. Follow up concluded that the patient was experiencing stimulation and the left ventricular (lv) lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.